Manufacturer narrative:
The reported complaint of the white rollers from pump rotor on the thermogard ivtm system (serial #: (B)(4)) was broken and could not be use for ivtm therapy was confirmed during visual inspection. The investigation findings revealed pump rotor's white roller was broken and detached from it's axle. Most probably, the user installed the white roller in-correctly. Which caused the white roller not to rotate. This could cause puncturing of the suk. Therefore, the user error cannot be ruled out. No other physical damage on the thermogard xp ivtm system was observed during visual inspection. The thermogard xp ivtm system is nearly 2 years old, it was manufactured in june 2018. The functional testing could not be performed due to the broken pump rotor white roller. Noticed saline on the pump raceway and no traces of saline was observed inside the console. After part replacement,the thermogard system was re-evaluated and passed all functional tests without any fault or issue. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During ivtm therapy, the white rollers from pump rotor on the thermogard ivtm system (serial #: (B)(4)) was broken and damaged the start-up kit. The suk was replaced and another thermogard ivtm system was used to continue with patient therapy. No consequences or impact to patient was reported.